Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the team lost light in two instances. The image appeared as if in shadow and could not be corrected by moving the camera (in case it was real shadow due to any tissue. The light was only restored by withdrawing and reintroducing the endoscope. No negative impact in state of health reported.